Event description:
Additional information received reported there was a priming bolus performed on 2013-(B)(6). The bolus duration was 13 minutes.

Event description:
It was reported, the pump was replaced related to the pump end of life (eol) in three patients. Post-operatively, there was a continuing moderate withdrawal syndrome. The patients were visited several times for dose adjustments in the clinic. For two patients, the dose adjustment was an increase of 30-100% before a stable situation could be reached. The clinic had never had such an experience. Because it happened three times, a systemic problem was suspected. The operation technique was not changed and the filling procedure was not different and was performed by a very experienced nurse practitioner. The complaints remained for 6 days and could not be explained by the catheter dead space. The tip of the catheter should have been reached in about 36 hours. The baclofen solution in the explanted pump had been prepared by a different pharmacy than the solution for the new pump. It was thought there could have been a relation there. Both preparation protocols were compared, but no difference could be found. The only difference was the storage at room temperature (solution explanted pump) and cooling on ¿9 gr celsius¿ (solution pump). It was reported the day after surgery there were symptoms and complaints of increased spasticity. In consecutive days the complaints increased. Single boluses and increases of the daily doses were started and the patient was satisfied. It was noticeable that the dose was 100% higher than the old pump. The pump was being used to deliver baclofen and morphine. It was reported a pre implant pump prime was performed. The catheter remained in place and was flushed during surgery. No leakages, etc. Were observed. The pump logs were not checked. Before the pump replacement the patient was stable and therapy was effective. Additional information received reported the calibration constant was checked in all three cases and they matched the package. The health care providers were certain they removed all the water in the new pump. Drug samples coming out of the pump were taken and there were no differences. It was supposed what it needed to be.

Event description:
Additional information received reported the concentration of the drug and the old drug were checked and there were no anomalies. It was also checked that the catheter that remained implanted was properly aligned to the pump when connected. The patient was receiving effective therapy as of the date of this report. The pump logs showed a 95% dose increase on 2013-(B)(6) to 101.48 micrograms per day of baclofen and 0.4059 milligrams per day of morphine.

Manufacturer narrative:
Product ID 8731 lot# unknown; product type catheter. (B)(4).